Event description:
Boston scientific received information that this pacemaker had reached end of life (eol) earlier than anticipated. There was concern that there was premature battery depletion based on the implant date. A revision will be scheduled to replace the device. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.